Manufacturer narrative:
Correction information: section b.5. Additional information: sections b.3, d.6b, h.6. The recipient is unable to hear due to no lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. Visual inspection also revealed broken antenna gold wires. The photographic imaging inspection confirmed broken antenna gold wires. System lock was only maintained while manipulating the antenna. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. This device had broken antenna coil wires. It is believed that these breaks caused the no lock, induced by the trauma reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. The recipient ceased device use. External equipment was exchanged; however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.